Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "a dislocated hip was revised on (B)(6) 2011 ((B)(6) 2001) and it was discovered that the trident constrained liner in situ had dislocated. There was significant wear on the outer liner which was still secured in the trident shell and corresponding wear on the securefit stem.